Event description:
I made the decision on trying essure birth control coils in 2012. Ever since then I have heavy periods, abnormal bleeding, bloating, lower back pain, leg pain, abdominal pain and tiredness. I want these out, sad thing is I don't have the money. I don't recommend essure to anyone! They should not be approved to anyone!